Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the time of the complaint has been overwritten due to continued use of the pump. There was one pump reboot event after a battery alarm observed on (B)(6) 2015. The battery compartment and cap were undamaged. The pump was able to perform the prime steps with no issues. The alleged issue could not be duplicated.

Event description:
On (B)(4) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting.